Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Date sent to the FDA: 09/16/2013.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): reason for surgery: sui. Concurrent procedures: d&c hysteroscopy.

Manufacturer narrative:
Date sent to the FDA: 06/01/2016. Additional information: age/date of birth, other relevant history. (B)(4). It was reported that following insertion the patient experienced mixed incontinence, urgency, frequency, urinary retention and vaginal bleeding.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.